Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on approximately (B)(6) 2003 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, pop, cystocele, and rectocele. It was reported that patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, vaginal scaring. It was reported that patient underwent procedure ¿ urethrolysis and revision of pubovaginal sling on approximately (B)(6) 2005.

Manufacturer narrative:
Date sent to the FDA: 06/06/2016. It was reported that the patient underwent mesh revision on (B)(6) 2005 by (B)(6) due to urine retention. Also, it was reported that following insertion the patient experienced urinary tract infection. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.